Manufacturer narrative:
This complaint has been recorded under (B)(4). Once investigation is completed a final/supplemental report will be submitted.

Event description:
It was reported that during surgery the mesh was getting stuck on the 3" carrier. No harm, no additional graft, or delay were reported along with the event. An additional device was used to complete procedure and damage to the edges of the mesh were noted; however, graft was usable. No other adverse events were reported as it relates to this event.

Event description:
No additional information available.

Manufacturer narrative:
This complaint was submitted under (B)(4). Updates performed on b4 b5 d4 d9 g3 g6 h2 h3 h4 h6 h10. Review of the most recent repair record determined the unit was found to have a bent comb. The comb was replaced and resolved the reported issue. Additionally, the unit was last returned in (B)(6) 2019 and has not since been returned for annual preventative maintenance. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.